Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation, and the patient experienced heart block. During avnrt ablation, an atrioventricular (av) block was briefly visible. This recovered within approximately one minute. The patient then showed a prolonged his bundle-ventricular (hv) time. After waiting, the hv time improved, but did not return to the initial state. The patient was placed on a monitor bed and will continue to be observed. No further measures were taken. Additional information was received. It was indicated that the patient experienced a 3rd degree heart block for a few seconds. Patient fully recovered and did not require extended hospitalization. The physician's opinion on the cause of the adverse event was patient condition.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).